Event description:
It was reported to medtronic neurosurgery that the ventricular catheter could not connect to the valve tightly and caused fluid to leak. According to the report, it is unk if the catheter and valve were sutures together.

Manufacturer narrative:
Eleven centimeter of the ventricular catheter was returned. The catheter was patent and passed the leaked check and showed no anomalies. The reported event could not be duplicated by laboratory personnel. It is unk what caused the reported event. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% inspected at the time of manufacture.